Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative reports patient has one lead implanted in the cervical region. Manufacturer representative reports on april 7, patient could not increase his stimulation. Manufacturer representative reports patient works at a physical job, and he is also a boxing instructor. Manufacturer representative reports patient do not recall anything unusual happened around april 7. Manufacturer representative reports when impedances where checked, contact shows: avoid: electrode: 0, 1, 2, 4, and 5 do not use: electrode 3, 6, and 7. Reference 02:21840 ohms3, 6, 7: >40k ohms reference 10: 25470 ohms3, 4, 5, 6, 7: >40k ohmsreference 20: 21840 ohms3, 5, 6, 7: >40k ohmsreference 3all electrodes >40k ohmsreference 40: 25070 ohms1, 3, 5, 6, 7: >40k ohmsreference 50: 34750 ohmsall electrodes: >40k ohmsreference 6all electrodes >40k ohmsreference 7all electrodes >40k ohms the issue was not resolved through troubleshooting. Manufacturer representative  reports programmed 1.7ma and 1.6ma, patient not feeling any stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated they called technical services and ran tests with them as well. It was believed the patient has scar tissue on the leads causing the issue. We were able to get a few of the contacts working. Rep met with patient and doctor to discuss options. Given that he was getting stimulation he was going to wait and see. The issue was at least temporarily, resolved.